Event description:
A malfunction alarm was reported, indicated by the malfunction code malf 0, which could not be reset. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent with updated software, and advised the customer to use a backup insulin pump in the meantime. The customer was instructed on how to put the faulty pump into storage mode and return it via ups using a pre-paid label. The customer was also informed about transferring their pump settings and connecting their cgm to the new pump.